Event description:
A literature article (furlan jc et al. Use of osteogenic protein - 1 in patients at high risk for spinal pseudoarthrosis: a prospective cohort study assessing safety, health-related quality of life, and radiographic fusion. J neurosurg spine 2007; 7: 486-495) contained a report of a old female who experienced some loosening of the proximal screw in t12 after receiving op-1 putty for a spinal fusion. Her pre-operative diagnosis included scoliosis with loose hardware and pseudoarthrosis (history of previous operation). The patient received 2 units of op-1 putty combined with autologous bone, which was placed in the posterolateral gutters. There were no documented symptoms or abnormal clinical findings upon physical examination. Treatment included revision of hardware. An outcome was not provided. The authors concluded that there were no apparent adverse effects related to the use of op-1 putty. Additional information has been requested.

Manufacturer narrative:
See scanned page.